Event description:
The iab was inserted into the patient on 2/3/1998 at 11:15 a.m. And removed on 2/4/1998 at 1:20 p.m. The iab did not malfunction. The patient had major ischemia, removal of the iab was required and surgery was required. (Event complications: major ischemia/surgery required - ) reported 2/11/1998. (Pt's current status: expired - rpt's 2/11/1998. )